Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 16sep2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that on (B)(6) 2019, the injection button of his humapen ergo ii device could not be pressed. In (B)(6) 2019, the patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient also reported reusing needles. The core instructions for use states to use a new needle for each injection. There is evidence of improper use. The patient reused needles. This may not be relevant to the complaint that the injection button could not be pressed and the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a 61-year old asian male patient. Medical history included complications of diabetes, pain in legs, weakness, numbness in feet and cold feet; historical drug use of metformin experiencing panic. Concomitant medications included acarbose for diabetes mellitus and mecobalamin for his leg nerve. The patient received human insulin isophane suspension (rdna origin) injections (humulin n) cartridge via reusable humapen ergo ii pen 8 units before bed, subcutaneously, for diabetes mellitus. Start date of therapy was not provided. After human insulin isophane suspension therapy began, his blood glucose level was sometimes high and sometime low. When it was high, his postprandial blood glucose and his fasting blood glucose were more than 11 and more than 12 (no units or reference ranges provided). On an unknown date, his postprandial blood glucose was low more than 2 and 3 (no units or reference ranges were provided); he ate three sugars and his blood glucose went up to 17 and his postprandial glucose was 12 and 13 (no units or reference ranges provided). On an unknown date, his physician increased his dose of human insulin isophane suspension to 10 units before bed, but his blood glucose did not come down, and subsequently it was increased to 12 units before bed. On an unknown date, he was lean and had loss 8.9 kg of weight. Approximately in middle of (B)(6) 2019, he was hospitalized due to his blood glucose increased. During hospitalization, something growing in his colon was found. He was discharged after one week. Approximately in the middle late (B)(6) 2019, he received human insulin (rdna origin) (humulin r) via cartridges 12 units in the morning and at noon, and 8 units in the evening for diabetes mellitus. On (B)(6) 2019, the injection button of his device could not be pressed ((B)(4)/ lot: unknown). It was noted that needles of the device were not replaced every time. Subsequently, in middle (B)(6) 2019, he was hospitalized for colon surgery and chemotherapy and was discharged by the end of (B)(6) 2019. On an unknown date, his body was not well. No more details of corrective treatment or laboratory tests done while hospitalized were provided. The outcome of the events was not provided. Information regarding human insulin isophane suspension and human insulin therapy status was not provided. The operator of the device and its training status was not provided. The general model duration of use was unknown as well as the suspect device model duration of use. The suspect device was not returned to the manufacturer. The reporting consumer did not provide the relatedness assessment of event malaise with human insulin isophane suspension or human insulin therapies and assessed the remaining events as not related to human insulin isophane suspension or human insulin therapies, or the device. Update 26-aug-2019: additional information received on 20-aug-2019 from the affiliate. Product complaint number received and processed accordingly. No new adverse event or product information received. Update 04-sep-2019: information was received on 03-sep-2019 from affiliate regarding unsuccessful follow up attempt. Reporter had been called for several times but did not picked up the phone. No medically significant changes were performed. Edit 05-sep-2019: upon review of initial information received on 14-aug-2019 and follow up information received on 20-aug-2019 updated narrative description of improper use and storage of the suspect device; and added pc number in the narrative. No further changes were made to the case. 06sep2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information was added. Update 13-sep-2019: information was received from initial reporter on 11-sep-2019. Added one non-serious event of malaise. Updated causality statement and narrative with new information. Update 16sep2019: additional information received on 12sep2019 and follow up information on 12sep2019 from the global product complaint database which were processed together. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, and device return status to not returned to manufacturer for (B)(4) associated with unknown lot of humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a (B)(6) asian male patient. Medical history included complications of diabetes, pain in legs, weakness, numbness in feet and cold feet; historical drug use of metformin experiencing panic. Concomitant medications included acarbose fro diabetes mellitus and mecobalamin for his leg nerve. The patient received human insulin isophane suspension (rdna origin) injections (humulin n) cartridge via reusable pen (humapen ergo ii) 8 units before bed, subcutaneously, for diabetes mellitus. Start date of therapy was not provided. After human insulin isophane suspension therapy began, his blood glucose level was sometimes high and sometime low. When it was high, his postpradial blood glucose and his fasting blood glucose were more than 11 and more than 12 (no units or reference ranges provided). On an unknown date, his postprandial blood glucose was low more than 2 and 3 (no units or reference ranges were provided); he ate three sugars and his blood glucose went up to 17 and his postprandial glucose was 12 and 13 (no units or reference ranges provided). On an unknown date, his physician increased his dose of human insulin isophane suspension to 10 units before bed, but his blood glucose did not come down, and subsequently it was increased to 12 units before bed. On an unknown date, he was lean and had loss 8.9 kg of weight. Approximately in middle (B)(6) 2019, he was hospitalized due to his blood glucose increased. During hospitalization, something growing in his colon was found. He was discharged after one week. Approximately in the middle late (B)(6) 2019, he received human insulin (rdna origin) (humulin r) via cartridges 12 units in the morning and at noon, and 8 units in the evening for diabetes mellitus. On (B)(6) 2019 and (B)(6) 2019, the injection button of his device could not be pressed (pc: 4843989 / lot: unknown). Subsequently, in middle (B)(6) 2019, he was hospitalized for colon surgery and chemotherapy and was discharged by the end of (B)(6) 2019. No more details of corrective treatment or laboratory tests done while hospitalized were provided. The outcome of the events was not provided. Information regarding human insulin isophane suspension and human insulin therapy status was not provided. The operator of the device and its training status was not provided. The general model duration of use was unknown as well as the suspect device model duration of use. The needle of the device was not replaced every time. Information regarding action taken was not provided. The reporting consumer assessed the events as not related to human insulin isophane suspension or human insulin therapies, nor the device. Update (B)(6) 2019: additional information received on (B)(6) 2019 from the affiliate. Product complaint number received and processed accordingly. No new adverse event or product information received. Update (B)(6) 2019: information was received on 03-sep-2019 from affiliate regarding unsuccessful follow up attempt. Reporter had been called for several times but did not picked up the phone. No medically significant changes were performed. Edit (B)(6) 2019: upon review of initial information received on (B)(6) 2019 and follow up information received on (B)(6) 2019 updated narrative description of improper use and storage of the suspect device; and added pc number in the narrative. No further changes were made to the case. (B)(6) 2019: updated medwatch and (B)(6) fields for expedited device reporting. No new information was added.